Event description:
It was reported that the device was used during an open gastric bypass. It was reported that the staples were not forming. It is unknown how the case was completed. There was no consequence to pt.